Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection. And the reportable malfunction was confirmed. Based on the results of the investigation. Device was tested and no image appeared after check. It is possibly, a charged coupled device failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope displayed no video image when connected to the tower. The issue occurred during reprocessing. There were no reports of patient harm.